Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, a cause for the reported clip opening while locked could not be determined. There is no indication of product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report unintended movement. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4, enlarged atrium, and tethered posterior leaflet. An xtw clip was inserted and deployed on the mitral valve. However, immediately after deployment, the clip opened to roughly 20 degrees. It was noted the clip remained stable on the leaflets and mr was reduced to a grade of 3. No additional clips were implanted and the procedure was discontinued. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.